Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and cracked case near display window corner noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that he had been lying on his side while wearing the insulin pump. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.